Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level had been elevated since (B)(6) 2016 (500 mg/dl). The customer stated that they did not know the reason of the high bg. Customer noted their bg level was headed down to target with an insulin injection and suspects the pump to be at fault. Troubleshooting with tandem technical support could not be completed as the customer had previously changed out all the supplies multiple times prior to the call. It was indicated that the customer would use manual injections as insulin therapy until the replacement pump was received.